Manufacturer narrative:
(B)(4) . Evaluation summary: the reported condition of a colleague infusion pump with a failure code 814:04 was confirmed during event history log review and product evaluation. The assignable cause of this condition was a faulty pump head module (phm). The pump head module (phm) was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 814:04. The event was reported to have occurred during programming / setup. The event occured in general patient ward. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter service technician at baxter facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.